Manufacturer narrative:
On (B)(6) 2016 return requested for suspect capstone and clydesdale inserter. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's tlif/dlif inserter [transforaminal lumbar interbody fusion (tlif)/ direct lateral interbody fusion (dlif)] no longer threads a cage on the end. The site used the inserter for one cage that was needed, however, was not able to attach any other when testing the equipment. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.